Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline and could not be rebooted. The field service engineer (fse) worked with the customer and completed a full reimage of the device from start to finish. After synchronization, drawer issues were troubleshot and resolved. The image process was completed remotely with customer assistance, an active network connection was identified, and the drawer was corrected. The customer tested the station, and it operated perfectly. The system functioned as intended after the customer resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es or4a was offline and cannot be rebooted. Personal computer repair was required. The customer attempted a restart after a 5-minute shutdown, but the issue persists. However, there were no delays or adverse events or injuries reported based on this event.